Manufacturer narrative:
(B)(4). Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak at the pumping segment was identified. Visual inspection of the primary set under magnification noted a tear in the silicone segment in which the tear was observed to be atop the bottom edge of the upper fitment. The tear was measured as approximately 0.091 inches long. No crush marks or tool marks were observed around the upper fitment. There were no other damages or issues observed with the rest of the set. Functional testing confirmed fluid leaking from the observed damage. Pressure testing resulted in no leaking observed. The root cause of the customer¿s report of a leak at the pumping segment was confirmed. The root cause of the leak was identified as due to a tear in the silicone segment.

Event description:
The customer reported that approximately 30 minutes after the tubing was hung, the patient was ambulating in pediatrics and reported to the nurse that fluid was running out of the pump; leaking was noted from a small puncture in the silicone tubing below the upper fitment. No leaking had been noted during priming. There was no report of patient harm.